Manufacturer narrative:
Reporter number (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device control unit did not function and was defective. It was further determined that the device failed pretest for functional test. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A device history review was performed which indicated that the issues or abnormalities identified during the manufacture of the device may have contributed to the reported condition. However, it was determined that the rework/ncr noted, had no definitive link to the device. It was determined that the device passed all manufacturing and test requirements at the time of manufacture. Corrected data. It was reported that the device was returned for evaluation on feb 02, 2018, the correct date is jan 17, 2018.